Event description:
It was reported that the customer experienced alarm 2 followed by alarm 26 due to an occlusion event, which caused the blood glucose level to exceed 500 mg/dl, with the device displaying it as ¿high.¿ the customer took a corrective bolus via the pump to address the high blood glucose level, and it was noted that no third-party assistance was required. The customer changed the infusion set and cartridge and resumed insulin to resolve the issue, with tandem technical support closing the case and sending replacements.